Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up button was intermittently unresponsive and required hard presses to work for several months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the keypad was intact; no damage was observed. The up arrow was found to be intermittently unresponsive during testing. The keypad cover was removed and there was evidence of contamination found under all button contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the threads to the case seal and the display screen was dim and discolored.